Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient went through a multi-level fusion. The neurosurgeon reportedly cut the catheter during the procedure and then ¿clamped it¿ with the assumption that the patient was not going to need the pump anymore. The pump was now alarming and had been empty for ¿a couple of days¿. It was noted however the fusion procedure was in (B)(6). It was indicated there were a lot of ¿unknown variables¿ related to the procedure. Filling the device with preservative free normal saline was indicated as a possibility. The reporter was to see the patient the following day and planned to discuss options with the health care provider (hcp). The type of medication being delivered via the device system was not provided. It was later reported that the patient did not experience any symptoms. The empty reservoir according to pump logs occurred on (B)(6) 2013. No troubleshooting was done. The device was filled with saline and set to minimum rate. It was reported at the current time the option to continue using the pump was not an option for the patient to choose due to the catheter being cut. The patient and managing hcp reportedly would determine if a catheter repair would need to take place in the coming months. The patient was reportedly done fine as of (B)(6) 2013. The device system had been used to deliver fentanyl and bupivacaine.